Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq1562 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that there was trouble getting the intravascular rhythm (yellow rhythm) to show up or be consistent. This resulted in at least one unnecessary cxr. No patient harm reported. It was stated that this occurred with two PICC's. This report addresses the second device.